Event description:
(B)(4) clinical study. Same patient as MDR ID#: 2134265-2010-05234. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to non-st segment elevation myocardial infarction. The 95% stenosed and 20mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.7mm. The physician began treatment by pre-dilating the target lesion using a 2.50x20mm apex balloon. Following pre-dilation a grade d vessel dissection was observed with an area of stenosis in the mid lad and distal to the ballooned segment. The vessel dissection was treated with 100cc of intracoronary nitroglycerin, resulting in normal flow down the lad although there was timi 2 flow transiently. The physician finished treatment of the target lesion by deploying a 2.50x28mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged two days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).